Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the superior vena cava (svc) defibrillation coil developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right ventricular (rv) lead alerted for high coil impedance. An x-ray showed a conductor fracture. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.